Event description:
The pt presented with aortic valve stenosis. The ventricular cavity was hypertrophic and small (63.6mm) with medium annulus calcifications. Vascular access was obtained via the right femoral artery. Prior to insertion of the lotus introducer, a femoral artery rupture occurred and was resolved. Following balloon valvuloplasty with an 18mm non-bsc balloon, a 23mm lotus valve system was introduced over a 300cm safari guidewire. One partial repositioning towards the ventricle and one full repositioning towards the aorta were performed. During the procedure the valve was unlocked once and one early click occurred. During the last valve repositioning, the pt's pressure went down and an external cardiac massage was performed. A pericardial effusion was noticed by echo and the valve was immediately successfully released in place. Another echo assessment was then performed which showed the pericardial effusion was increasing. The decision was made to perform a pericardiocentesis, which was unsuccessful. A cardiac surgeon was called for surgical ventricular closure of a hole found on the left ventricle. Unfortunately the hole became a big cut from the mitral annulus to apex and the pt died.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the info provided. A combination of pt and procedural factors appear to have caused or contributed to this incident.